Manufacturer narrative:
E.4: the initial reporter notified the FDA on 27-dec-2024. Medwatch report # mw2024-00256110. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka (tubes, vials, systems, serum separators, blood collection). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the needle retracted on its own during a blood draw. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 13-jan-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 16 samples for investigation. These returned samples underwent functional tests to assess the functionality of the device. All samples passed the tests, confirming that the needles did not retract prematurely and were able to be activated properly with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: pre-activation during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the needle retracted on its own during a blood draw. No patient or user impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the needle retracted on its own during a blood draw. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. E.4: FDA notified: unknown. H10: related report number: na.